Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to low blood glucose level, seizure, coma and loss of consciousness on (B)(6) 2020. Customer's blood glucose level was 30 mg/dl. Customer was treated with glucagon. Customer had blood glucose level of 168 mg/dl. Customer was not alleging insulin pump for over delivering. The insulin pump will not be returned for analysis.